Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. Customer reported that the other blood glucose values were 178 mg/dl, 190 mg/dl and 200 mg/dl. Customer reported that they allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer treated with bolus. Customer performed displacement test and test was passed. Customer reported that reservoir had air bubbles. Customer reported that small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. Air bubbles were successfully removed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.